Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device motor seized, jammed and moved heavy. It was further determined that the device failed pretest for trigger test, check the off/forward/reverse mode, change 10 times from forward to reverse at full speed, check the triggers and electronic control unit (ecu), and check power with test stand, minute 190 to 250 watt. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was documented in the previous medwatch that the root cause was not determined. Upon further investigation, it was determined that the root cause was determined to be due to premature wear.

Manufacturer narrative:
During further evaluation, it was determined that the control unit did not function. If additional information should become available, a supplemental medwatch report will be sent accordingly.